Event description:
Reportedly, during the introduction of the chemosite, the guidewire was damaged and the introducer peel away became deformed. Surgical removal of the introducer and guidewire catheter was necessary.